Event description:
During a thoracoscopic partial lung resection procedure, the jaws were difficult to open after reloading. The surgeon applied another device without pt injury.

Manufacturer narrative:
5/1/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.